Manufacturer narrative:
The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The gas sensing unit was changed to fix this issue. This unit warmed up and passed both air and gas calibration. The repaired unit was returned to the customer.

Event description:
Imp # (B)(4).

Manufacturer narrative:
The customer has replaced the water trap and the sampling line and the error message remains. Awaiting customer unit for failure investigation.